Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed via remote transmission. The patient was asymptomatic. Programming changes were recommended. The patient was doing well.